Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that there was an elective replacement indicator (eri) message seen. The patient read the ins was supposed to last 9 years and they wanted to know why theirs did not. They stated they were not satisfied with the dbs but could not provide any information as to why other than the longevity concern. Rechargeable versus non-rechargeable battery longevity information was reviewed. The patient was redirected to their healthcare provider (hcp) to discuss the longevity and dissatisfaction. No patient symptoms or further complications were reported as a result of this event.